Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. Upon evaluation, stryker observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and observed that the device would not turn on. Additionally, the technician was able to verify and duplicate the reported issue of device displaying charge-pak, attention and service wrench symbol. The root cause of device not powering on was determined to be depleted internal battery. The root cause device displaying charge-pak, attention and service wrench symbol, was determined to be expired electrodes and charge-pak. It was concluded that the device could not be repaired. The device was returned to the customer unrepaired.